Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6) , implanted: on (B)(6) 2020, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the date of the refill discrepancy, as well as the expected and actual reservoir volumes, were unknown. It was still unknown if any actions/interventions were taken, and resolution was still unknown.

Event description:
Information was received from a healthcare provider (hcp), company representative (rep), and consumer (con) regarding a patient receiving intrathecal baclofen (2,000 mcg/ml at 1,007.8 mcg/day) via an implanted pump for an unknown indication for use. It was reported that there was a refill discrepancy and that the patient had a few instances of increased spasticity. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event. A dye study showed that the catheter was occluded. Logs were read and no stalls were noted. It was unknown if any actions/interventions were taken. It was unknown if the issue was resolved at the time of this report. It was unknown if surgical intervention was planned. The patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted:(B)(6) 2020, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-feb-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.